Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for investigation. Based on clinical description, the root cause of access site bleeding was most likely due to patient movement.

Event description:
The user facility reported a 62-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to left ventricular assistance device (lvad). On the way to the ICU, the patient developed a massive hematoma. The patient was moved back to the or where the physician did an axillary cutdown. Vascular repaired anastomosis and fixed arterial leaking. One unit of packed red blood cells was given. The impella 5.5 was removed and the patient received the lvad.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿